Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Per provider the motor went out and pulled to the right.